Manufacturer narrative:
Visual analysis: visual inspection shows no outward signs of any damage. Performance analysis: the device was sent to the blood lab for performance testing. During testing, there was flow through the device at 7lpm. Reason for return was not confirmed conclusion: performance analysis indicated the mvr1600 bag performed as required. A DHR review identified no issues in the manufacture of the lot, and confirmed that the batch of mvr1600 bag was not involved in any non-conformance. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use about 1 minute 30 seconds following start of bypass, the customer reported while using the perfusion tubing pack it was impossible to attain a theoretical flowrate of 5.5 l/min, despite satisfactory venous return. The mvr venous reservoir bag collapsed at it's lower part under the weld from 4.5 l / min. See the attached video. This incident necessitated an urgent change of the complete circuit. The bypass time was lengthened as a result. The patient experienced hemodilution resulting in the need for a blood transfusion and loss of coagulation factor due to the lengthening of the bypass, by less than 10 minutes. The customer stated there was no other adverse effects to the patient associated with this event.

Manufacturer narrative:
The perfusion packs were manufactured using the following mvr1600 bag lots: 215737167 <(>&<)> 216062678. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use at the start of bypass the customer reported that while using the perfusion tubing pack it was impossible to attain a theoretical flowrate of 5.5 l/min, despite satisfactory venous return. The mvr venous reservoir bag collapsed at it's lower part under the weld from 4.5 l / min. This incident necessitated an urgent change of the complete circuit. The bypass time was lengthened as a result. The patient experienced hemodilution resulting in the need for a blood transfusion and loss of coagulation factor due to the lengthening of the bypass. The customer stated there was no other adverse effect to the patient associated with this event.